Manufacturer narrative:
(B)(4). The sample is reported to be available, but has not yet been received by the manufacturer. The device history record for m6102t502 was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury. Device not returned.

Event description:
It was reported that the tube adapter tips broke off during extraction. No further information has been provided at this time.

Manufacturer narrative:
Correction: per receipt of the sample and follow up with the facility, the lot number has been corrected. One used sample was returned for evaluation. Upon receipt of the sample, it was noted that the y small adapter was not returned with the sample. There was no other damaged noted to any of the other components returned. The reported event has been confirmed. Investigation into probable root cause has revealed a potential manufacturing root cause. Corrective measures are in progress. The device history record for m5313t502 was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).